Manufacturer narrative:
Received one used mc33687 smallbore trifuse extension set w/3 microclaves. As received, the shuntless microclave was stuck down. The microclave was disassembled and a dry spike was found. The reported complaint of a stickdown and subsequent leakage can be confirmed on the mc33687. The probable cause is due to insufficient lubricant applied during assembly in manufacturing. The device history report (DHR) was reviewed and no relevant non conformities were found that would have led to the defect found.

Event description:
The event involved a 4" (10 cm) appx 0.89 ml, smallbore trifuse ext set w/3 microclave¿ clear, 2 check valve, 3 clamps (2 white, red), rotating luer where the customer reported that the patient was with therapeutic heparin tubing attached to a smallbore trifuse extension which was itself attached to a peripheral intravenous (IV). The peripheral IV site had been previously assessed with tubing followed from syringe to patient. When the patient was settling to bed and stated the following ¿could I have something to keep this IV tubing dry.¿ it was then investigated and felt some moisture on the blood port of the trifuse extension; product was removed and syringe was attached directly to the peripheral IV wherein the IV site was reassessed with saline flush. Upon further inspection, it was discovered that the silicone stopper on the end of the blood port of the trifuse extension was fully depressed and if fluids were pushed into the other "arms" of the extension piece, there was a downward occlusion (the customer placed a cap on the end of the extension to check this) and fluid would leak out of the depressed silicone from the blood port. Additionally, the customer stated that the trifuse was connected to a continuous syringe pump infusing therapeutic heparin when the event occurred. The depressed blood port that was found to be leaking was not connected to any tubing or infusing. It was also mentioned that there was no delay in therapy since it was replaced to continue the infusion. There was patient involvement but no report of harm.